Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that during an induction test, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered a 65 joule (j) shock to treat ventricular flutter which ended up accelerating the rhythm into ventricular fibrillation which was successfully terminated with a 80j shock. An error message was present afterwards saying the amplitude was not sufficient. The s-ICD was reprogrammed and was later explanted due to an unrelated issue. No adverse patient effects were reported.